Event description:
The complainant alleged that during biomed testing, the device would only display a bright green dot. The complainant indicated that there was no pt involvement in the reported malfunciton.